Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assembly. Unit also received with cracked case.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 178 mg/dl. The customer reported that a insulin pump got damaged, crack on the back, worried it was not waterproof anymore. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.